Manufacturer narrative:
The serial number of the scope used on the 3rd patient is unknown at this time. Olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported events; the user facility reported that on (B)(6) 2017 two bronchoscopes were sent to a laboratory for culturing due to possible cross-contamination. The device culture tested positive for mycobacterium abscessus. As part of our investigation into this reports olympus personnel visited the facility to assess their reprocessing practices and the following observations were noted: precleaning and leak testing of the endoscopes were not performed according to olympus instructions for use (IFU), as the duration of suction of detergent/water through the channels was too short, no wiping of insertion tube; the duration of leak testing is too short, and the angulations levers were not turned during leak test. In addition, endoscopes were not placed correctly within the automated endoscope reprocessor (aer), as the insertion tube was pressed up against the lid of the aer during reprocessing cycle. Olympus will continue to work with the user facility to obtain more specific and detailed information regarding the reported events and to provide necessary reprocessing training to the user facility¿s staffs. These reports will be supplemented if additional information becomes available at a later time.

Event description:
Olympus was informed that two bronchoscopes may have been contaminated and likely caused infection on three separate patients. The type of procedure performed is unknown at this time. It was reported that the incident took place on (B)(6) 2017; however the infection was discovered around (B)(6) 2018. The patient has received treatment for the infection; however, the current conditions of the patients are unknown. Olympus is submitting three mdrs to account for the number of patients reported. This is report 3 of 3.

Manufacturer narrative:
This supplemental report is being submitted to correct the following information reported and to provide additional information. Based on further investigation of these reports, olympus was informed by the user facility on (B)(6) 2018 that there were two patients that were reportedly infected with the use of two different bronchoscopes model# bf-h190 with serial number (B)(4) and bf-1t160 with serial number (B)(4). Both bronchoscopes were reprocessed in the oer-pro with serial number (B)(4). The user facility reported that on (B)(6) 2017 the bronchoscope model bf-h190 was used to examine two patients. Bronchoalveolar (bal) samples were collected from both patients and both samples grew mycobacterium abscessus. The user facility reported that the first patient was referred to as the ¿index patient¿ and the second patient was the infected patient. The bronchoscope was not cultured. The bronchoscope was removed from service on (B)(4) 2017. This bronchoscope was returned to olympus on (B)(4) 2018 for evaluation. Please reference MFR# 2951238-2018-00040. Based on the new information provided by the user facility, the following MFR. Report numbers were reported in error: 2951238- 2018-00037, 2951238- 2018-00038, and 2951238- 2018-00039.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from eob to eoq.